Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending.

Event description:
Literature article titled "peripheral stent thrombosis leading to acute limb ischemia and major amputation: incidence and risk factors in the aortoiliac and femoropopliteal arteries" was reviewed by gore. The article reported that within 1 month, 4 limbs treated with gore® tigris® vascular stent or another bare nitinol stent thrombosed within the first month post-deployment.

Manufacturer narrative:
No UDI information is available since the lot numbers remain unknown.